Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customers blood glucose level was 526 mg/dl. Reportedly, the customer received a third-party assistance from their legal guardian, who delivered a correction injection to address their bg level. The customer reverted to an alternate method of insulin therapy.